Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button and the touchscreen were delayed in responding to touch. Additionally, it was reported that the insulin gauge was inaccurate and that the cartridges did not fit the pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.